Event description:
During a clinic follow-up, a loss of capture was observed on the device. The patient is non-pacemaker dependent and no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2022-42163 additional information was received that the loss of capture was suspected to be due to the right ventricular (rv) lead and not the device.

Manufacturer narrative:
Manufacturer report 2017865-2022-22606 should not have been reported as a medical device report (MDR) as the there was no allegation of malfunction on the device, but instead on the right ventricular lead.